Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be damaged. The pod data showed an 0x14 alarm occurred, indicating the pod was occluded. Timeouts were observed at the end of the pod's runtime. No damages or deficiencies were found in the pod that would contribute to an occlusion alarm. The exact cause of the observed hazard alarm could not be determined. During fluid path testing, the fluid was able to travel the complete fluid path with no issues, and no leaks were found. No problem was found regarding the reported damaged cannula event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone15.4, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found blocked. Treatment for reported issue was not provided.